Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to chest pain and discomfort. Upon interrogation it was revealed the patient received inappropriate defibrillation therapy due to atrial tachycardia incorrectly diagnosed by the device. The patient was given medication to resolve the issue and was in stable condition following the event.